Event description:
The subject lead and ICD (ovatio vr 6250, MDR: 9610579-2010-00580) were implanted on (B)(6) 2009 to replace a biotronik system that was explanted because, the pt received inappropriate shocks due to unk emi. Reportedly, the replaced biotronik system had also been implanted to replace another ICD system explanted for the same reason. The caller reported that the pt receives inappropriate shocks 2 or 3 times a year due to emi oversensing. Reportedly, (B)(6).

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Method: the associated ICD follow-up files analyzed, device history records reviewed. (B)(4).